Event description:
It was reported that the ventilator had an error code indicating "oxygen (o2) not available" while on a patient being transported. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer called and reviewed the logs in the diagnostic code and found the error code "oxygen not available." Reportedly, while in transport, the therapist noticed the o2 not available message. The customer's biomed checked the unit and verified they were getting 100% o2 with an external measuring device. The customer wanted to know why the message was still displayed even though it has lines through it. Then when the customer connected to a wall o2 source, the message was not displayed. When the customer tried two (2) new tanks, the message was not displayed. The customer then tried the old tanks again, and the issue appeared o2 not available. The issue with the message was due to the o2 tanks being empty or close to empty causing the message to appear. The customer switched the tanks out with full one. The unit operated fine with no alarm conditions.